Manufacturer narrative:
Company rep evaluated the system. Corrections included replacements of the system's power supply, cooler assembly (heat sink, cooling fan, and mounting bracket), tie wraps, cd-rw drive, capacitors on the motherboard, and hard drives. System was tested, calibrated, and safety checked unit to factory specifications.

Event description:
Customer reported the panorama central station shut down, which may have affected telemetry monitoring. No pt injury was reported.